Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold harness. During evaluation, it was confirmed that the error 64 appeared on the device. Manifold harness was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that calibration error occurred during inspection error 64 (water temperature 3 off of conversion table at 47c). Per additional information received via follow-up on 23jan2023, monitor replacement was scheduled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that calibration error occurred during inspection error 64 (water temperature 3 off of conversion table at 47c). Per additional information received via follow-up on 23jan2023, monitor replacement was scheduled.